Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending (lad) coronary lesion. A 3.0x20 mm trek balloon dilation catheter (bdc) was advanced without resistance. During the second inflation, the balloon ruptured at 14 atmospheres. The bdc was removed from the patient anatomy without issue. A xience stent was implanted to treat the target lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.